Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for treatment. During the procedure, balloon liquid leakage was noted, and the stent could not be deployed. Upon checking, it was noted that the balloon ruptured. The device was simply pulled out, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the mustang was returned for analysis and investigation was completed on 06mar2025. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed damage to the stent. Microscopic examination revealed a pinhole to the balloon 3cm from the tip. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified renal artery. A 6.0mmx18mmx150cm express vascular sd stent was selected for treatment. During the procedure, balloon liquid leakage was noted, and the stent could not be deployed. Upon checking, it was noted that the balloon ruptured. The device was simply pulled out, and the procedure was completed with another of the same device. The patient's condition following the procedure was stable.